Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to infection.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found. Correction: return date was not included in the previous report.

Event description:
The procedure was successful. The patient was ok.